Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and flat creases. No leak test due to device conditions. Microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.